Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump. Event log revealed and substantiated " cassette no attached ." Visual inspection was done with device arriving and good physical condition. Evaluating tests confirmed complaint. Correction was done and isolated to upstream occlusion sensor. Device repaired and passed all functional and delivery testing. Unknown cause of malfunction.

Event description:
Device analysis completed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "cassette not attached' alarm. No adverse effects were reported.